Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: there was a rainbow on the image; up/down/left/right angulation was low; play control knob was loose; deep dents on distal end plastic cover; tiny chips around the small light guide lens; and minor dents on the insertion tube. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus, the customer used hempspray in the procedure prior to cleaning which may have been when the foreign material adhered to the endoscope. There was no delay in the start of pre cleaning, the customer aspirated water through the instrument / suction channel, there were no abnormalities in the accessories used for reprocessing, the endoscope was presoaked in the detergent solution, the customer wiped and brushed the instrument channel outlet with clean lint-free cloths / brushes / sponges, the customer brushed the instrument channel / instrument channel port / the suction cylinder, and there were no concerns about the reprocessing. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the biopsy channel was blocked on the gastrointestinal videoscope. The issue was found during reprocessing. There were no reports of patient harm. The device was returned and evaluated; the device evaluation found: the borescope check found foreign material inside the biopsy channel, the suction flow could not be checked due to the clogged biopsy channel, and there was no brush passage on the insertion tube side. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, a definitive root cause for the presence of foreign material could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.